Event description:
It was reported that 5 bd luer-lok syringe was damged and operable. The following information was provided by the initial reporter: during packaging of production order 3459302 manufacturing reported to find material k-01000-028b batch 13p23a0044 defective. It is damaged and has printing smeared.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. It was reported the product was damaged and printing smeared. To aid in the investigation, five samples with no packaging blisters and five photos were provided for evaluation by our quality team. A visual inspection was performed and all five samples have a scale marking issue with syringe barrel damage. In three of the samples the damage is 5/8" from the bottom of the syringe barrel and the other two samples is at 1 1/8". No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. The five photos provided show the samples received. A device history record review was completed for provided material number 301035, lot 2278551. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to our associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.